Manufacturer narrative:
Failure analysis revealed that the insulin pump was unable to prime during the prime test as a result of a loose drive support disk. Unable to confirm the alarm. The device had a scratched display window.

Event description:
The customer reported regarding issues during prime/rewind. The blood glucose reading was 203mg/dl, and his blood glucose was treated with a manual injection. The caller stated that the insulin pump alarmed, and the drive support cap was protruded. Advised the caller that the insulin pump would be replaced and revert to back up plan. No further information was provided.